Manufacturer narrative:
Though no injury was reported, this spark event meets the criteria of a reportable malfunction due to the potential for patient burns. The treatment tip has been requested for evaluation. The investigation is ongoing.

Event description:
A user facility in taiwan reported observation of a spark during an thermage flx treatment at around 644 pulses. There was no patient injury.

Manufacturer narrative:
The treatment tip was returned and evaluated by solta service depot. The tip passed thermistor and leak testing and passed visual inspection. It was observed there were some burn marks on the back of the tip but the tip membrane and radio-frequency traces were intact, and no dielectric breakdown had occurred. Further testing of the tip could not be performed as the tip was expired. A review of the manufacturing record showed all requirements were met. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. Based on the available information, no causal factors can be determined and no conclusions can be drawn. There is already a CAPA investigation associated with this type of complaint.